Event description:
Patient underwent surgical laser treatment of left ureteral stones on (B)(6) 2022. The provider used the olympus soltive thulium laser with 0.4 -1j energy, frequency of 16-40jz, power of 12.8-40w over 9mins 52 secs for total energy of 32.57kj. The patient underwent a second laser lithotripsy of left ureteral stone on (B)(6) 2022 with the same laser, 1j energy with 20hz frequency, 20w power over 39 minutes for a total of 59.26kj was used. The patient returned a third time for similar problem, and it was determined that he had a segment of avascularized nonviable ureter that required corrective surgery. Patient underwent the corrective surgery and has done well since.